Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in sheath of the accessory, and electrified without contacting electrode of an endo therapy accessory with mucosa. As a result, the distal end was burnt. However, a definitive root cause could not be determined. 1. Instructions for use (IFU) provides the following warnings for high-frequency cauterization operation manual chapter 4.3 "using endotherapy accessories" "always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur." -2. Instructions for use (IFU) provides the following warnings for laser cauterization. "To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the distal end plastic cover had a burn on the side of the objective lens. The following additional findings were also noted: UDI label missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned their loaner evis exera ii bronchovideoscope device as part of a routine asset return process, with no allegation of a complaint. Upon the receipt and inspection of the returned device on (B)(6) 2023, it was discovered that the distal end plastic cover had a burn on the side of the objective lens. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.